Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 470 mg/dl. Customer was trying to calibrate her sensor blood glucose not received or no calibration occurred. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.